Event description:
Reporter indicated that a vns dell x5 computer with version 8.0 cyberonics software was giving a "execute cab file timed out new application not installed" error and showing a low battery warning. The power cord was then plugged into the wall for a power source. Performing a hard reset then resulted in an "unknown card in socket 1" error. The reporter was able to proceed to the "tap here to set owner info" screen, but was unable to continue. The suspect computer and flashcard have been returned and are currently in product analysis.